Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/25/2009 that a customer had an issue with a catheter continuous flow. Customer states that the proximal balloon would not deflate. The treatment zone of the dispersion wire broke off while I the pt at the end closest to the proximal balloon while staying inside the trellis catheter. The balloon was deflated by puncturing it with a wire. A second device was used to complete this procedure. There were no pt complications.